Event description:
It was reported that the patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of death was due to an unrelated event. About a week prior to the event of death, the patient was hospitalized for peritonitis and an unrelated event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, frequency, duration and route not reported) for peritonitis. It was reported that the patient was recovering from the peritonitis event at the time of death. The pd therapy was ongoing up until the time of death. It was not reported if an autopsy was performed. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.